Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus). Patient was leaking again 3 years after implant so all components were explanted. Physician discovered during explant that patient had a bladder contracture so will come back later to put another aus in.

Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus). Patient was leaking again 3 years after implant so all components were explanted. Physician discovered during explant that patient had a bladder contracture that was treated by dilatation so will come back later to put another aus in. Contracture was not related to aus.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.